Event description:
It was reported that the pump touch screen was cracked, and unreadable. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer is watching what they eat, carefully monitor cgm readings, and discussed other options with a health care provider. Replacement pump was sent to customer to resolve the issue.